Event description:
It was reported that during implant of this lead, the helix was difficult to extend. After the helix was able to be extended, the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The lead was attempted, but not implanted. Another lead was successfully implanted and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported high out of range pacing impedance measurements, however, the helix extension difficulty was confirmed and concluded to be due to the dried blood/tissue around the helix.

Event description:
It was reported that during implant of this lead, the helix was difficult to extend. After the helix was able to be extended, the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The lead was attempted, but not implanted. Another lead was successfully implanted and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.